Manufacturer narrative:
H3: it was reported that, while in use on a patient, this 980 ventilator experienced a loss of ventilation (lov). A review of the ventilator logs confirmed the reported lov. The event was not reported to medtronic immediately after the event nor was the device made available. Per review of the logs, there is evidence that someone ran the extended self test (est) which passed and would clear the generated code so that the ventilator could be used on a patient. With the available information, the cause of the reported issue could not be determined. However, the potential cause may be due to simultaneous faults with the mix subsystem and that of the proportional solenoid valve (psol). The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator experienced a loss of ventilation (lov). The patient was removed from the ventilator and placed on an alternate ventilator. There was no reported injury to the patient.